Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Report states that the device was removed; however it is not known ifa new device was placed. First attempt made to complainant via voicemail to ascertain add'l info. No add'l pt/event details have been provided to date. Should add'l info becomes available, a follow up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Reported to the FDA on 06/27/2014. FDA registration number. Reporting site: (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that while performing irrigation on the pt, with syringe connection in place, upon completion, they experienced difficulties in unscrewing the syringe from the port. It is further reported that based on the inability to unscrew the syringe from the port, it was instead pulled off the irrigation port and the plastic piece came out of the irrigation port resulting in leakage.